Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and pace impedance measurements. Additional surgical intervention was taken to perform a lead revision procedure as a result of the reported observations. Subsequently, the procedure was unsuccessful due to patient anatomy. The device was reprogrammed and the physician will continue to monitor as the patient isn't dependent on pacing at this time. The rv lead remains in service. No additional adverse patient effects were reported.